Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The event occurred on 03/01/2025. On (B)(6) 2025 at 09:15 the call center received a call that a ventilator inoperative alarm occurred and conveyed it to the sale representative. At 09:30 the sales representative contacted the patient and let them know that he would visit with a replacement device. At 13:00 the sales representative arrived at the patient's home and confirmed the ventilator inoperative condition occurring. The device was replaced. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. The ventilator inoperative alarm was confirmed to be recorded in the device's error log and that an additional error code relating to a write flash failure was present as well. The manufacturer's service technician replaced the main printed circuit assembly (pca) board to resolve the issue. The unit was checked overall, cleaned, and functionally tested. The software version was confirmed. No further investigation is required.